Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique, further described as the patient not wearing a mask or had contamination, and acquired peritonitis during peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The patient was treated with cefazolin (1 gram for 21 days, route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.